Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg has been inoperable for at least a year, reason unknown. The patient also needs an MRI. Surgical intervention may take place to address the patient's issues. However the patient needs an MRI, therefore the ipg will be explanted.